Event description:
Additional information was obtained from the eye coordinator. She advised that the issue of weak output was reported by one of the surgeons. He advised that the laser did not seem as strong as the other laser previously used. They had the laser checked and the output was correct. The issue was resolved by using an older handpiece for that surgeon. None of the other surgeons reported an issue. She clarified the actual issue was the laser gives the message of being disconnected. She does not recall the exact message displayed. They set up the laser and just before use the message appears and the rfid turns orange. They have been setting up a back up laser for each case just in case. All cases with this issue have been completed using the back up laser. The system laser has not been used after the message displays. They use laser probes from a different manufacturer at the surgeon's preference. They override the message that comes up with the probes and proceed with set up. There has been no patient impact and the exact dates and patient identifiers are not available.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported a surgeon experienced weak output from the embedded laser during a procedure. Port 2 has very weak output and port 1 has to be raised to settings over 400 in order to burn. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on january 20, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).